Manufacturer narrative:
The pusher was returned without the coil. The distal segment of the pusher was noted to be intact, with no visible evidence of damage. The monofilament was noted to be inside of the pusher. The broken end of the monofilament is indicative of a tensile failure. Based on the investigation, the complaint of a broken coil could not be confirmed. The root cause of the broken coil is unknown; however, the damage to the device exhibited that it was subjected to excessive tensile force that exceeded its maximum strength specification of the monofilament.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization treatment, the coil detached as it was advanced out of the catheter. The coil was left implanted in the intended area. There was no reported intervention or patient injury. The patient is reported to be good.